Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 101-107 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 6/30/2018 and open vial date is 9/20/2015. .customer refused to provide results from memory and back to back blood test at this time. Customer calling concerned with result of 98 mg/dl that she received this morning at 08:30 am nonfasting that customer believes is a low result for her. Customer refused replacement at this time stating that she will call another company to see if she can obtain a different meter.